Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 38 mg/dl. The cause of the bg level was unknown. However, the customer reviewed the recent bolus history and reported that a bolus for 9 units the night prior "seemed off" to the customer. The bg level was addressed with almond milk. Reportedly, the customer went to the emergency room (ER) and the customer consumed carbohydrates to address the event. The customer left the ER 2 hours later with a bg level of 200 mg/dl.